Event description:
In 2008, the rep/pt's wife contacted lifescan on behalf of the lay user/pt alleging an "error 2" with the pt's one touch ultra meter. The pt was getting " error 2" messages with his brand new meter that he obtained on the day before. The pt used about 4 test strips but was still unable to get a reading. It is unk if the pt was testing on another meter before he obtained his new meter. Later the same day at night-time, the pt reportedly had slurred speech and was lethargic. It is unk what occurred prior to the pt's symptoms, such as his activity levels, meals, medications and prior meter readings. The pt's wife claimed she could tell when he has low blood glucose because he cannot speak correctly, so she treated him with juice. She indicated that the meter was not working that night but it was unclear when he last attempted to use the meter and if and when the pt took any insulin. On original date before contacting lifescan, the pt's wife contacted his doctor regarding the event and they have made an appointment for the following week. During troubleshooting with the reporter, the customer care advocate discovered that the incorrect testing technique was used and the meter was not coded yet. The cca walked the reporter through resolving the issues with training: the pt obtained successful "hi" meter readings, which indicated that his blood glucose was exceeding 600 mg/dl. The customer care advocate advised the reporter to contact a health care professional. When the medical affairs specialist spoke with the reporter nine days after her contact, the reporter stated that her husband ended up going to the hosp on the day after the original date, due to high blood glucose levels and was treated with IV insulin. There is no evidence that the product malfunctioned since the reported issue was resolved with training. However, this complaint is being reported because the pt reportedly developed symptoms and obtained hyperglycemic readings the day after he was unable to test on his brand new lfs meter. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.